Manufacturer narrative:
Updated information: g1 MFR site name, danvers, removed.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient device interaction problem/asae is most likely due to an unintended user error due to the patient movement as the clinical details say bleeding started when the patient was agitated and brought the impella leg up greater than 90 degrees.

Event description:
Clinical narrative: an impella cp was inserted via the femoral access site to support the 65 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying history was not shared. Prior to the cp pump insertion the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The cp was supporting when on day of insertion the agitated patient sat up in the bed multiple times with the leg flexed greater than 90' several times. The site began to bleed profusely and gave a unit of blood. The patient returned to the catheterization lab and explanted the pump and closed with 4 perclose and and 10fr sheath for hemostasis to be achieved. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient movement goes against best practices as noted in the instructions for use and standard care of femoral line accesses.

Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.